Event description:
The facility reported to baxter (B)(4) that during a patient's infusion of an unknown medication the interlink system buretrol setw/drip chamber ball valve caused a colleague infusion pump to alarm air in line due to the buretrol ball in the drip chamber sticking to the inside of the chamber and causing air in the tubing. No patient injury, medical intervention, or adverse event was noted to be associated with this report. This occurred during patient use. A sample is available and has been requested for return to baxter for evaluation.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review could not be performed as the lot number is unknown.if additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set, in which air was observed in the tubing, was confirmed during visual inspection of the reported set. The reported set passed the pressure test and no leak was observed, so the root cause of the reported condition is unidentified and no corrective action was taken. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.